Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a homechoice device during drain three of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient had disconnected from the patient line during therapy without stopping the therapy. The patient later reconnected themselves to continue therapy. The technical service representative assisted the patient in clearing the alarm and ending therapy. Proper procedures were reviewed and the patient was advised to notify their nurse of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.